Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately three weeks post implant, the clinic was unable to determine the left ventricular (lv) lead¿s threshold. An x-ray determined that the lv lead had dislodged. It was noted that the patient had violent coughing fits during that timeframe and the physician alleges that was the cause of dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.